Event description:
It was reported the loop of this snare detached in the pt during an ercp procedure. The snare loop was extended and resulted in detachment of the loop into the duodenum. The detached loop was successfully retreived utilizing a biopsy forcep. Another unit was used to complete the procedure successfully. There were no pt complications involved. A supplement will be forwarded upon completion of this evaluation.